Event description:
In 2009, a pt underwent carotid artery stenting and angioplasty for mid and distal lesions of the left internal carotid artery. A gore flow reversal system was used for embolic protection. During active aspiration, following pre-dilating the mid lesion, the pt experienced bradycardia and was stabilized with atropine. After the stent was placed, the pt again developed bradycardia and stabilized without further treatment. No further active aspiration was attempted with add'l angioplasty. The procedure was completed without further difficulty, and the pt's status is fine.

Manufacturer narrative:
A review of the manufacturing records was conducted. A review of the manufacturing records verified the lot met all pre-release specifications. The device was discarded by the facility and therefore, an engineering eval was unable to be performed.